Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02417.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related MFR # 1225714-2013-02416 and 1225714-2013-02417.

Event description:
Additional information further specifies that the patient allegedly experienced a sudden cardiac event and subsequently expired approximately six days later. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.